Event description:
It was reported that during a da vinci-assisted surgical procedure, a large clip applier instrument was not fitting down the port, no matter what troubleshooting was performed by the customer. After removing the cannula seal, it was discovered that the opening was slightly off center and therefore causing the instrument to catch on the inside of the seal. A fragment from the blue part of the cannula seal fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cannula seal is not being returned for evaluation as it was accidentally discarded by a staff member. The fragment(s) were believed to have been retrieved although the details were not provided. No post-operative imaging, such as x-ray or ultrasound, was performed to check for remaining fragments. There have been no reports of the patient returning to the hospital with complications related to a retained foreign object, nor has there been any indication of injury or additional surgical procedures required to remove fragments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of an image provided by the customer was performed. The image shows a clip applier instrument installed through a cannula seal, and one of the jaws of the clip applier appears to be catching on an internal seal component, possibly the septum.